Event description:
A distributor in japan reported that the tubing of an opt944 optiflow + adult nasal cannula was found detached during patient use. There were no patient consequences.

Manufacturer narrative:
(B)(4). D4: h4: device details have been requested to the distributor; however, no information could be provided. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to f&p for evaluation. F&p's investigation is based on the information provided by the distributor, previous investigations of similar complaints, and f&p's knowledge of the product. Results: the distributor has stated that the tubing of the subject opt944 optiflow + adult nasal cannula was detached from the 3-way connector. There were no patient consequences reported by the distributor. Conclusion: f&p's investigation was unable to determine the cause of the reported damage. The distributor reported the subject device was found detached during use. Manufacturing controls include inspections during production for visual defects to the optiflow + tubing and the swivel, including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The optiflow + tubing is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the optiflow + interfaces for japan set out how the cannula should be placed and fitted, including the use of the head strap clip. The user instructions for japan also state the following: "do not pull, squeeze, crush, or strongly pinch the breathing tube until the tube is deformed". "It is recommended to use appropriate patient monitoring with this product ". "Fit the prongs to the patient's nose and secure it to the patient with the head strap. Make sure that the clip is secured to the head strap". "Make sure that an air flow is coming out of the prongs when using the product in the patient". "Use the clip to secure the tube to the prongs."